Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: patient measured with a true result meter. It always showed very low results (under 40 mg/dl). After fasting, new measurement was again under 40 mg/dl. Compared in the primary care center with a new meter and a new vial, real glucose level was above 120 mg/dl. Our manager performed a control with control solutions (levels 1 and 3) and all were out of range. The vial was new and the storage were ok (around 15 degrees and no humidity). Test strip expiration date is 04/28/2018.